Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: broken observed on anterior side assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: ¿ brown particles observed on the surface of the shell. ¿ observed 40 mm dark patch edge material inside gel device. ¿ creases were observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Event description:
The device has been explanted and replaced.